Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges visualization of particles in device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report, the manufacturer reported incorrect information in report information, box b, box d, box h. The following correction has been updated in this report. In report information tab: 510k has been corrected. In box b: event date has been corrected. In box d: product brand name, FDA product code, common device name, operator of the device has been corrected. In box g: 510k has been corrected. In box h: recall (z) number has been corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges visualization of particles in device. There is no allegation of serious or permanent harm or injury. The device was returned to the product investigation laboratory for further evaluation. During the evaluation of the device at the product investigation laboratory, the device was visually inspected and found no evidence of foam degradation. During the evaluation, dust/dirt contamination was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the product investigation laboratory. There was 0 error code found. The product investigation laboratory concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. Box h6: problem code grid, evaluation method code grid, evaluation results code and conclusion code grid has been updated.